Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested but not yet received: it was reported that the surgical time was extended by 1 hour. Were there any patient consequences as a result of the extended surgical time? If yes, please describe. On the complaint report form, it was reported that an MRI was planned to find the lost piece of the blade tip. But it was also reported that ¿damage or other outcome¿ was MRI and re-open patient to get the blade out. Was an MRI performed? Was the patient still in the or when re-opened to retrieve the blade tip? Was the patient re-opened to get the blade out? Were any additional interventions performed on the patient as a result of the blade tip breaking off? If yes, please describe.

Event description:
It was reported that during a hysterectomy, the surgeon was using the scissors to dissect tissue around the manipulator. The generator gave a signal "to much pressure on blade" and the surgeon continued the surgery. Suddenly the blade broke off. The surgeon was looking for the blade inside the patient during 1 hour and they closed the patient. Last thing reported is that they will do an MRI to find the lost piece.

Manufacturer narrative:
(B)(4). Batch # n93p7k the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint

Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: it was reported that the surgical time was extended by 1 hour. Were there any patient consequences as a result of the extended surgical time? If yes, please describe. None on the complaint report form, it was reported that an MRI was planned to find the lost piece of the blade tip. But it was also reported that ¿damage or other outcome¿ was MRI and re-open patient to get the blade out. Was an MRI performed? The MRI was performed but they could not see the missing blade was the patient still in the or when re-opened to retrieve the blade tip? No, the patient went home with the blade inside as the surgeon could not see the missing blade was the patient re-opened to get the blade out? No because surgeon did not find it with MRI were any additional interventions performed on the patient as a result of the blade tip breaking off? If yes, please describe.